Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause was undetermined. The set was placed on machine for priming with no alarms noted and there was no manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient and the patient stated the cause of the alarm was unknown. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.